Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 499 mg/dl and 100 mg/dl. Caller said customer has used some strips that were removed from the vial and stored loose inside the carrying case. Caller did not know if the strips used for the comparison testing had been stored outside of the vial. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.